Event description:
It was reported that a malfunction alarm occurred approximately once a month since june 2025. There was no adverse impact to the customer's blood glucose level. The customer was able to temporarily resolve the issue by powering down and rebooting the pump to restore therapy but sought further guidance due to concerns about potential future malfunctions, especially while traveling. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.